Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she has developed edema "below eye lens" and has been treated with medication. She reported that her vision is weak. In a follow up with the consumer, she stated that she recently underwent an examination and it was verified that what she presented was not an edema, but actually an inflammation on a membrane in the back of the eye. She stated that ever since the implant surgery she has been seeing dark spots and notices that her vision is weaker in the lower half of her left eye, comparing to the upper half. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Add'l info has been requested. (B)(4).